Event description:
It was reported that patient with degenerative disc disease underwent a cervical procedure (acdf) on an unknown date. Sometime post -operatively, x-rays of the cervical plate showed the plate appeared to be broken in the corpetomy level of the acdf. The superior half of the plate was disengaged and rested behind the inferior half. Per the report, the patient complained of new positional pain in the left arm, which is being monitored by x-ray every 2 weeks. The patient remains in a hard collar. No further information is known at this time.

Manufacturer narrative:
(B)(4). Imaging interpretation : "translation plate failure was reported after an acdf from c4 to c7. X-ray lateral view shows dissociation of the plate anterior to c6/7. Interbody spacers are seen at c4/5 and c6/7 with what appears to be a larger spacer and corpectomy spacer between from c5 to c6. Screws remain well positioned."